Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with (two) carto vizigo¿ 8.5f bi-directional guiding sheath - small and air flowed back into the side port issues occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small did not work properly causing bubbles to be visualized. They replaced the sheath with the same outcome. The bubble issue resolved after the catheter was placed in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Additional information was received. During the procedure, bubbles were seen in the chamber of the clear hub upon exchanging of catheters. The physician was unable to fully remove the bubbles from the sheath. The hub was intact. No noticeable defect or damage was visualized. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. No picture available. The sheath was being used on the patient. There was no patient consequence. No treatment was required. Blood return was noted only when the physician was clearing bubbles from the sheath. Approximately 25ml¿s removed to try and clear sheath of bubbles. Needle was not used with sheath. The two sheaths (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small) reported were assessed as MDR reportable for air flowed back into the side port issues.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with (two) carto vizigo¿ 8.5f bi-directional guiding sheath - small and air flowed back into the side port issues occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small did not work properly causing bubbles to be visualized. They replaced the sheath with the same outcome. The bubble issue resolved after the catheter was placed in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Additional information was received. During the procedure, bubbles were seen in the chamber of the clear hub upon exchanging of catheters. The physician was unable to fully remove the bubbles from the sheath. The hub was intact. No noticeable defect or damage was visualized. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. There was no patient consequence. No treatment was required. Blood return was noted only when the physician was clearing bubbles from the sheath. Approximately 25ml¿s removed to try and clear sheath of bubbles. Needle was not used with sheath. The device evaluation was completed on 24-may-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. An irrigation test was performed and water leakage was observed from the valve, no bubbles were observed. The damage observed on the valve could be related to the issue reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-may-2023, the hemostatic valve was placed in its original place and broken in the star section. The returned condition was assessed as MDR reportable for a hemostatic valve broken issue. The awareness date for this reportable lab finding was 24-may-2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).